Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead could not be successfully implanted as stable thresholds could not be obtained despite the lead being tested in several locations. An alternate lead was placed. No patient complications have been reported as a result of this event.